Manufacturer narrative:
Concomitant medical devices: 6944-65 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a remote monitoring transmission, oversensing was noted on stored episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.